Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient suffered an inappropriate tachy shock due to t-wave oversensing. This subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, and it was found at end-of-life state due to premature battery depletion, according to technical services. Subsequently, this s-ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient suffered an inappropriate tachy shock due to t-wave oversensing. This subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, and it was found at end-of-life state due to premature battery depletion, according to technical services. Subsequently, this s-ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.